Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383560 and lot number 4081120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 18 ga x 1.75in sp with maxzero leaked at the septum. The following information was provided by the initial reporter: material# 383560. Batch# 4081120. It was reported by customer that the person placing the IV pulled the needle out and blood leaked out of the gray rubber stopper. Verbatim: rcc received a complaint via email. Facility contact: xxxx xxxx. Department: materials management. Phone number: xxxx. Email: xxxxx. Product catalog number:383560. Product description: catheter IV 18ga 1.75in stabilization platform bd nexiva maxzero sterile latex free disposable. Origin of the issue: laboratory. Detail: product quality, lakeland warehouse, catalog number 383560, lot number 4081120, coid (B)(4). The person placing the IV pulled the needle out and blood leaked out of the gray rubber stopper. Number of occurrences: 1.0. On (B)(6) 2025; the date is (B)(6) 2025. No patient harm happened. The IV was removed from the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.